Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. Furthermore, following tests failed during pre-use check: internal leakage test, pressure transducer test, safety valve test and flow transducer test. Identification of issue has been done by analyzing problem description and service report. The air gas module was faulty and its replacement is necessary. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The defective part was not available for further analyze. The root cause to the reported issue has not been determined. H3 other text : 4114.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref:(B)(4).

Manufacturer narrative:
This is based on the internal evaluation. #h3a device evaluated by mfg: no. Corrected device evaluated by mfg: yes. #h3b device not eval provide code: other. #h3c if other provide code -explain: 4114. #h6 type of investigation: 10, 4111, 4114. Corrected type of investigation: 10, 4111.